Event description:
A pump alarm occurred during the loading process, prompting the customer to follow the proper load technique with assistance from technical support. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the issue, the cartridge alarm recurred, and the pump was not replaced because it was out of warranty.